Event description:
It was reported a patient who has received latera implants 6-9 months ago has pain and discomfort with the latera implants was seeking removal. Additional information is currently being requested.

Manufacturer narrative:
The reported event was not confirmed as the device was not available for evaluation. The surgeon has decided not to explant the implant at this time and to address the primary patient concern through additional surgery and medication to relieve the reported symptom. Some of the possible root causes for incorrect or suboptimal implant location are if delivery device cannula not inserted sufficiently, implant placed too superficially, causing unintended post-procedural interactions, implant interaction with boney tissues during placement leads to damage to implant. A review of manufacturing, service, trending data, and instructions for use (IFU) was performed: the lot number for the device is unknown. Therefore, a product history review cannot be completed at this time. However, all products manufactured for stryker instruments at a contract manufacturing (cm) facility is inspected and released per the applicable cm procedures. A review is conducted of product/test data sheets and any applicable nonconformance documentation by the cm. Any discrepancies (including nonconformances, scrap, and rework) are reconciled by the cm prior to the product being released and shipped to stryker instruments or to the stryker instruments designated shipping location. The lot number is unknown; therefore, a review of the non-conformances around the date of manufacture could not be conducted. Trending data was reviewed; a nonconformance has been initiated to investigate an adverse trend. The instructions for use (IFU) was reviewed. The instructions for use advises the user to select an appropriate implant length. The implant is available in two lengths, 20mm and 24mm. Nasal anatomy (i.e. Nose size, length of maxilla/nasal bone, alar crease position, etc.) Should be considered in selecting an implant length. A ruler may be used to help determine the desired size.

Event description:
It was reported a patient who has received latera implants 6-9 months ago has pain and discomfort with the latera implants was seeking removal. Update: the surgeon has decided to leave the implants to fully resorb, and the only medication has been prescribed. The patient has been listed for a full septorhinoplasty to resolve the original breathing problem.